Manufacturer narrative:
One portex® suctionaid tracheostomy 7.5mm soft seal cuff was received for analysis in used condition. The customer's reported problem was "air leaked from the product in less than 2 weeks after intubation". The sample was visually inspected at a distance of 12" to 16" under normal conditions of illumination. No holes were detected. A syringe was used to inflate the cuff of the sample and was submerged under water. A leak was detected in the cuff. A review of the manufacturing and quality inspection processes were reviewed and considered adequate and correct. Inflation test was audited on 32 samples on the production line to verify that the inflation test was properly performed. No deflated cuffs were detected during the 32 units tested. The failure mode was determined to be damaged/broke/broken. The root cause was determined to be unknown.

Manufacturer narrative:
It was reported that the event occurred in mid (B)(6) 2017. The exact date is unknown. Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun, as the device is currently in transit to the investigation site.

Event description:
It was reported that a portex® suctionaid tracheostomy 7.5 mm soft seal cuff was leaking air less than two weeks after intubation. Leak check was performed prior to usage, and no leaks were observed at that time. No injury was reported, and the outcome of the event was reported as full resolution.